Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the contact was unable to provide a cgm bg and meter bg reading at the time of the event. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 24 mg/dl and became unconscious. Customer was transported to the emergency room (ER) and was treated with intravenous fluids of saline. Customer was release from the ER 2 1/2 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.